Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that, sometime in the (B)(6) of 2011, he had experienced a hypoglycemic event during which he lost consciousness in a grocery store. Paramedics were called and treated pt. Pt recalls his bg/cgm values, at the time of the hypoglycemic event, being approx 30/110 mg/dl. At the time of his call to dexcom technical support pt was feeling fine.